Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for assistance after frequently announcing meals smaller than consumed, and the agent guided the user through a full factory reset, completed a full supply change, repaired the ilet to the ilet mobile app, and instructed the user to enter weight and start automated therapy after the continuous glucose monitor (cgm) warmup. Symptoms were not reported. Outcomes included successful restoration of normal device operation and user understanding of correct meal announcement use. Investigation included remote troubleshooting and user education. Investigation of this case revealed user technique issues related to meal announcement size, with the device and components functioning as designed after reset and re-pairing. It was concluded, based on previously established findings for similar reports, that user misunderstanding or use error was the most likely cause.